Event description:
It was reported that during a cystolithopaxy procedure, the glass tip of the fiber broke and stopped working. The fiber tip was flushed out from the patient by using an ellick device. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
H6 correction on evaluation conclusion code.

Event description:
It was reported that during a cystolithopaxy procedure, the glass tip of the fiber broke and stopped working. The fiber tip was flushed out from the patient by using an ellick device. The procedure was completed with another fiber. There were no patient complications.